Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("right coil was located in a distal position and no longer located within the fallopian tube") in an adult female patient who had essure (batch no. A57120) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: novaring from 2009 to 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("cramping pelvic pain, pain"), menorrhagia ("heavy menstrual cycles/bleeding"), dysmenorrhoea ("painful menstrual cycles"), procedural pain ("hsg procedure proved to much more painful than she originally thought"), dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("bladder infection") and abdominal pain lower ("right lower abdominal pain"). The patient was treated with vicodin. Essure treatment was not changed. At the time of the report, the device dislocation and pelvic pain had not resolved and the menorrhagia, dysmenorrhoea, procedural pain, dyspareunia, cystitis and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, cystitis, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded). Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined; therefore, no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 15-nov-2018: plaintiff fact sheet: received. Events per pfs: dyspareunia (painful sexual intercourse), bladder infection and right lower abdominal pain. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type, initial indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.